Event description:
The affiliate reported the customer alleged non-reproducible troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for multiple patients, on separate days, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. One patient sample obtained an initial result of 2.32 ng/ml. Subsequent analyses of the patient¿s sample, on the same instrument, at two different completion times, recovered lower results of 0.02 ng/ml and 0.02 ng/ml, which were within the normal reference range of the assay. The erroneous result was not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility and did not observe any evidence of a system malfunction. The instrument was within specification and in normal operation. This is report one of four referencing the patient and event date noted.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The patient samples were collected in becton dickinson tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. A successful system check and an incubation belt calibration were completed on (B)(4) 2013. Quality control (qc) chart on (B)(4), indicates qc is not performed daily and out of specification qcs are not repeated. Two troponin I calibrations, performed on (B)(4) 2013, passed within specifications. All pre-analytical causes of troponin I testing issues were presented to the customer. The customer stated sample preparation was good and samples are visually examined prior to analyses. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00502, 2122870-2013-00503, 2122870-2013-00504, 2122870-2013-00505.